Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that while administering medication via the ng set, the patient coughed (positive ventilation) and all medications and gastric content expelled out of the tube via the side port. This is unacceptable as medications were lost and gastric contents expelled to the staff causing a health and safety issue to staff. The customer stated that an unknown amount of medication expelled from the patient or was not absorbed.

Manufacturer narrative:
The following fields were updated with the correct device information:;d1 brand name;;d4 model number, catalog number, lot number and UDI #.